Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted.according to the complainant, the patient experienced pain, depression, dyspareunia, urinary tract infections, continued prolapse and has been unable to urinate. Due to the pain she is unable to sit, stand or walk for long periods of time and she is unable to engage in sexual relations. She has undergone various medical procedures in an attempt to remove the mesh; but all have been unsuccessful.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).